Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 6 80x10. The customer states that the distal balloon popped during procedure and the tip of the catheter wire snapped in the catheter. The male pt had no injury or ill-effects. No medical intervention required. Pt current status reported as recovered. The device is being returned for eval.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.